Event description:
It was reported by the customer's spouse that the customer experienced differences in their sensor glucose readings versus their blood glucose readings. Customer overtreated which lead to low blood glucose levels. Customer's blood glucose level at the time 316mg/dl. No additional information is provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Reference manufacturer report number 2032227-2014-14735.